Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a cracked header was not confirmed in the laboratory. Visual inspection identified a scratch in two places on the front and top side of the header and a smoother polished area on the back of the header. It was concluded that the header was free of cracks. The device was tested on the bench and no anomalies were found. The cause or time of the scratches could not be determined. (B)(4).

Event description:
It was reported that patient presented in the or for lead revision due to noise. It was noted that patient initially presented in the ER with arm pain/numbness. During the procedure the physician noted that the device header appeared to be cracked. Physician elected to explant the device. Device was explanted and replaced. No further information.